Manufacturer narrative:
Internal complaint reference: (B)(4). Effects of intertan intramedullary nailing and afhr on efficacy of femoral intertrochanteric fracture in elderly patients and analysis of risk factors for postoperative mortality. Doi: 10.13339/j.enki.sgle.20210820.012.

Event description:
It was reported that on literature review ""effects of intertan intramedullary nailing and afhr on efficacy of femoral intertrochanteric fracture in elderly patients and analysis of risk factors for postoperative mortality"", 1 patient, who initially underwent internal fixation with a trigen intertan nail to treat a femoral intertrochanteric fracture, experienced a deep vein thrombosis. No specific details were provided in regards of how was this complication treated or resolved. The patient's outcome is unknown. No further information is available.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per the case, no further information will be provided nor will the device return for evaluation. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, and/or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.